Event description:
On april, 1991, pt underwent right medial unicompartmental total knee replacement. Several years later, in may of 1997, pt complained of pain and in august of 1997 pt underwent an arthroscopic procedure where loose polyethylene bodies and a lateral meniscus tear were identified. Following, on december 1997, pt underwent revision of the unicompartmental components which were replaced with other unidentified knee components.

Event description:
In 1991, pt underwent right medial unicompartmental total knee replacement. Several years later, in may of 1997, pt complained of pain and later that same year pt underwent an arthroscopic procedure where loose polyethylene bodies and a lateral meniscus tear were identified. Following, in 1997, pt underwent revision of the unicompartmental components which were replaced with other unidentified knee components.